Event description:
It was reported that the 9800 system had a collimator iris error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wiring was repaired during the service call. The customer canceled the service call.